Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not booting into the software after a power outage. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not booting into the software after a power outage. No patient harm was reported. Nihon kohden technician had the bme remove the port 1 hdd and boot up the cns with one hdd installed, the unit was able to boot up into the software, issue resolved. Investigation summary: no device returned to nihon kohden for testing since the customer was able to boot up the cns with one hdd installed and issue was resolved on-site. Investigation of the reported issue was found to be caused by factors outside of nihon kohden's control, power outage, this does not suggest that this device had a deficiency/malfunction. Risk assessment for this issue is deemed as high which does not require further investigation through corrective action or preventative action (CAPA) process since the cause was related to a power outage. Attempt #1. 09/28/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2. 09/29/2021 emailed customer via microsoft outlook for all items under the no information section. Reply was received but customer did not provide the information requested.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not booting into the software after a power outage. No patient harm was reported. Nihon kohden technician had the bme remove the port 1 hdd and boot up the cns with one hdd installed, the unit was able to boot up into the software, issue resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not booting into the software after a power outage. No patient harm was reported.